Event description:
Capillary refill has improved [vascular skin disorder] cheek displaying blotchy red [injection site erythema] cheek displaying raised [injection site swelling] rha4 in cheek [off label use] case narrative: united states report received from a healthcare professional on 17-feb-2024 and additional information from company representative on 20-feb-2024 and refers to a female patient of unknown age who had received rha 4 on (B)(6) 2024 for unknown indication. Patient medical history was not provided. Concomitant medications, and food supplements were not provided. A volume of 1.2 ml of 1 syringe of rha 4 was applied on cheek via needle technique. It was not reported if cannula was used for the administration. On (B)(6) 2024, the patient experienced blotchy red and raised area on her cheek. The patient was treated with 3 ml (450 u) of hylenex (hyaluronidase) and with 325 mg oral aspirin (acetylsalicylic acid) with a plan to repeat the next day if needed. After one treatment, capillary refill had improved. At the time of this report, outcome of all events had resolved, and she was healing well. The intensity of the events was not reported. It was unknown if the product was available for return. Health effect ¿ device code: e0518, unspecified vascular problem health effect - device code: e2111, injection site reaction health effect -device code: e2111, injection site reaction health effect ¿ device code: a2304 off-label use no additional information was available at the time of this report. Case comment: a causal relationship between the rha4 and reported vascular skin disorder is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the information reported. A blotchy red and raised area on her cheek was noted and capillary refill had improved after one administration of hyaluronidase. The company will continue to monitor the benefit-risk profile for the product.